Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ceramic liner broken today at (B)(6) during implantation .

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary:the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 8166007 device history review: no anomalies found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Device history lot 8166007. Device history review: no anomalies found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.